Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a b30 (scope communication error) occurred. Tac instructed the customer not to hot swap scopes, power down to remove and install scopes in light source. The error must be cleared before trying an additional scope or it will appear additional scope has same error. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Additionally, verify and reset the maj -1933 and maj-1941 (brightness, white balance & nbi) communication cables. Tac instructed the customer to verify the endoscope connector on light source is clean and free of debris and if color bars were present on monitor without a scope installed in light source. The customer will verify and if issue persists will call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to effects of the scope or a connection failure of the light source cable. Olympus will continue to monitor field performance for this device.